Event description:
The device was used during a lavh. Reportedly, on the way of firing, the device made a strange noise and the staples did not form properly. The clamp cover disengaged and was retrieved. The patient injury was reported.